Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately five and a half (5.5) years post-initial procedure, a small pin hole at the bifurcation of the afx2 bifurcated stent graft (type 3b endoleak) was identified. Reintervention was completed with the implant of an afx2 bifurcated stent graft. The post angiogram showed that the type 3b endoleak was successfully sealed. It was reported that the patient did well. This event was previously reported under MDR # 2031527-2022-00209. Now, approximately (1) one year post-re-intervention, during follow up, a possible type 3b endoleak and aneurysm enlargement were detected. The patient is being monitored while an intervention is being discussed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the sac growth of 6.5mm is confirmed. The type 3b endoleak is unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as being under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the sac growth of 6.5mm is confirmed. The type 3b endoleak is unconfirmed. Additional records have been reviewed. The afx, additional endovascular procedure complaint is confirmed. The type ii endoleak complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as discharged home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b2: outcomes attributed to ae ¿ updated. B5: describe event or problem - additional information. B6: relevant tests and lab data - additional information. G3: awareness date ¿ updated. H6: health effect - impact code ¿ remove 4614.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately five and a half (5.5) years post-initial procedure, a small pin hole at the bifurcation of the afx2 bifurcated stent graft (type 3b endoleak) was identified. Reintervention was completed with the implant of an afx2 bifurcated stent graft. The post angiogram showed that the type 3b endoleak was successfully sealed. It was reported that the patient did well. This event was previously reported under MDR # 2031527-2022-00209. Now, approximately (1) one year post-re-intervention, during follow up, a possible type 3b endoleak and aneurysm enlargement were detected. The patient is being monitored while an intervention is being discussed. Reintervention was completed on 29 january 2024 with the implant of an afx vela suprarenal. A final angiogram showed that it appeared the leak was from a type 2 coming from right internal iliac. The case went well.